Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. The date received by manufacturer has been used for this field.

Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge, 8mm that 3 syringes would not draw up insulin. Consumer reported finding 3 from this box will not draw up insulin.